Event description:
The patient reported exposed and frayed wires of the power supply cord. The power accessories of the patient electronic system were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply cord was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed.